Event description:
A home pt reported she uses one homechoices cassette for two therapies. The home pt stated that her nurse had instructed her to setup once for two days. No pt injury or medical intervention was associated with this report per the home pt.